Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an interruption in glucose readings after a dexcom g6 sensor and transmitter expired, which paused insulin dosing on the ilet until a new sensor and transmitter were paired; the user was guided to correctly enter the sensor and transmitter codes into the ilet, confirm sensor warmup status, and resume operation, with a concurrent fingerstick blood glucose of 125 mg/dl entered into the ilet to maintain therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of user communications and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Thank you for your prompt engagement.